Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device according to se_473933_ao. The following steps failed: section 80: check function of device section 110: check oscillation frequency with frequency meter during the service evaluation the following failures were identified: functional: will not run. Conclusion: failure reported is not confirmed, root cause: faulty parts (3210), action: repair.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device was not working, stopped during surgery and it was the third time happening. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: correction: d4. Device evaluation updated as follows: a visual and functional assessment was performed on the device according to (B)(4). The following steps failed: section 80: check function of device. Section 110: check oscillation frequency with frequency meter. During service/repair the following was observed (technician note): replaced electro motor, control unit & other faulty parts. The device has been tested found working ok. Last time found no defect found, now will not run found. No escalation to source customer quality. During the service evaluation the following failures were identified: functional : will not run. Conclusion: failure reported is not confirmed . Root cause: faulty parts (3210).